Event description:
Pt stated the filter was placed for a blood clot in the left leg. During an attempt to remove the filter, 26 months after implant, the physicians indicated that "a rod was broken and he could not continue the procedure." They were not able to retrieve the filter. The pt is visiting another institution to see if the filter can be retrieved.

Manufacturer narrative:
Exp date unk as lot is unk. (B)(4). The device is shipped with an instructions for use (IFU), that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. The IFU states that, "manipulation of products requires fluoroscopic control". And "the filter is designed to be retrieved with the gunther tulip vena cava filter retrieval set (not included). Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems". Per the IFU: available data from retrievals in 41 pt study suggest that the gunther tulip filter can be safely retrieved (mean of 11.4 days, range 2-20 days)., excessive force should not be used to retrieve the filter. Based on the provided images, it is not clear whether the tulip filter perforates the ivc or not. It is possible that the filter is only in a tenting situation; based on a review of this clinical literature, cook has concluded that vena cava filters distort the vessel lumen so that the anchoring points of the filter appear outside the blood flow visualized fluoroscopically. Moreover, this distortion or "tenting" is not unique to this filter. Tenting is a generic property of this class of device. Based on the provided images, we can confirm that the filter configuration is deformed after first retrieval attempt. The top part of the filter is collapsed with extensive pushing force, causing an inverted curve on the primary filter legs. The filter ingrowth in the caval wall tissue has great strength and keep the tip of the filter legs apart. Herby the fracture of the filter legs might be possible during the second retrieval attempt, making the inverted curve at the tip of the sheath pushed with great force also causing the retrieval hook to be deformed. We will continue to monitor for similar complaints and have notified the appropriate personnel.